Manufacturer narrative:
This supplemental MDR is to correct the previous error (outcomes attributed to adverse event). It was incorrectly marked "death". The device is undergoing an evaluation but has not yet been completed.

Event description:
Customer claims system image quality did not present breast lesion as obvious as desired for making a decision for need of biopsy.